Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's tube size was the same but the area around the hole was larger, wider and longer so the ventilator adaptor would not stayed on. It was reported that there was a difference on the size of the flange, the old device was extra-longer in length and the new device was shorter. There was no patient involvement.